Event description:
It was reported that a female patient who underwent breast augmentation with unknown mentor implants experienced a recurrence of capsular contracture bilaterally post procedure. The left sided capsular contracture is baker grade IV. The right sided capsular contracture is baker grade ii. The patient underwent primary breast augmentation with 300cc mentor memorygel breast implants on (B)(6) 2022, and experienced capsular contracture bilaterally. Explant was performed on (B)(6) 2022. These incidences of capsular contracture were reported under 1645337-2022-08451 and 1645337-2022-08452. The patient was evaluated on (B)(6) 2022 and the recurrence of capsular contracture was noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (Common device name) and (procode) are unknown, however they are being populated for submission purposes. See 1645337-2023-00680 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).